Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: a1407 - insufficient flow or under infusion a26 - insufficient information f26 - no health consequences or impact b01 - testing of actual/suspected device e2401 - insufficient information c21 - results pending completion of investigation d14 - no problem detected there was patient involvement. A report was received from health canada's canada vigilance program which states, "the device under infused the drug. There might be potential for death or serious deterioration in state of health.biomedical engineering inspected the infusion system and could not identify the root cause of the under-infusion. The system will be returned to the company for further investigation."

Manufacturer narrative:
Correction : date of event, describe event or problem, concomitant med prod data. Additional information : imdrf annex g code.

Manufacturer narrative:
Omit: e2401 - insufficient information. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: a1407 - insufficient flow or under infusion; a26 - insufficient information; f26 - no health consequences or impact; b01 - testing of actual/suspected device; e2401 - insufficient information; c21 - results pending completion of investigation; d14 - no problem detected. There was patient involvement. A report was received from health canada's canada vigilance program which states, "the device under infused the drug. There might be potential for death or serious deterioration in state of health.biomedical engineering inspected the infusion system and could not identify the root cause of the under-infusion. The system will be returned to the company for further investigation."